Event description:
Physician reported that patient developed full thickness ulceration with prolonged wound healing in the area of a wart that was previously treated with 1064nm nd:yag laser. The device performed as intended. This report is submitted based on the limited information provided by the physician. The physician reported that the healing progression is improving.

Manufacturer narrative:
The device did not malfunction. The device performed as intended. The physician has used the device to perform procedures on other patients with no report of side effects, adverse events, or device specific issues.